Manufacturer narrative:
No product was available for return and no lot number was provided. No root cause could be established based on the available information. However, a potential cause of the issue describe could stem from patient factors such as osteoporosis or other bone weakening conditions. Excessive force on the bone is another potential cause of the bone damage. Damaging the superior articular process could have also been due to possible positioning error of the needle depending on the procedure being performed.

Event description:
During a balloon kyphoplasty (bkp) procedure for an osteoporotic compression fracture, the superior articular facet of thoracic vertebrae t12 left pedicle was damaged by inserting the bone access needle, so insertion was stopped.